Manufacturer narrative:
Please note add'l device implanted: (B)(4).

Event description:
On (B)(6) 2011, the pt was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. The fsa noted there was significant vessel angulation and calcification. Measurements were not available. Bare metal stents had been implanted in both iliacs in a previous procedure. Date unk. Vessel angulation prevented the 18 fr dryseal sheath from being advanced more than a few centimeters on the left side. The physician then used a 16 fr cook sheath to perform the procedure. A gore excluder aaa endoprosthesis aortic extender component was advanced through the 16 fr cook sheath and then further advanced outside the sheath through the common iliac. At that time, the physician advised that the delivery catheter appeared to come loose. The physician then withdrew the delivery catheter which separated from the device and the proximal olive. The undeployed device and proximal olive remained in the pt. In addition, perforation of the left external iliac artery was identified. Two 10 x 39 icast stents were implanted. A viabahn was also implanted. The aortic extender component was crushed against the vessel. The perforation was repaired. At the conclusion of the procedure, a proximal type I endoleak was noted on the gore excluder aaa endoprosthesis trunk-ipsilateral leg component ((B)(4)). The pt tolerated the procedure.